Event description:
The implantable pulse generator was returned after a patient death with no information and has tested out of specifications. No evidence suggests that the device was related to the patient's death. No complaints, allegations, or previous contacts have been made in regards to the device. The device had been implanted for approximately 6 years 4 months.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.